Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including failing to inspect the instrument prior to use. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5th july 2025, it was reported by an arthrex employee via email that an ar-13999mf, fastpass scorpion, sl-mf, or needle kept cutting the suture when it was fired through cuff tissue. This had happened previously with the same scorpion instrument and a different needle so the arthrex employee queries whether the trap door is ok and if something needs to be repaired. This was detected during use in an unspecified procedure on (B)(6) 2025. (B)(6) 2025 - the complaint initiator replied that the procedure was completed successfully as another scorpion handpiece instrument was opened.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
8th august 2025: the complaint initiator indicated that upon secondary review of the scorpion, the trap door of the instrument was observed to be damaged. It was also clarified that the issue with cutting the suture was not attributed to the needle but rather to the scorpion instrument.